Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported unplanned intrusion on tooth #24. On (B)(6) 2024, patient was advised a 14-day resting period. On (B)(6) 2024, clinician advised another 7 day resting period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.